Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed the light ring is damage. Functional evaluation was performed and showed the test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly, establishing a relationship between the report event and the device. The root cause was determined to be corrosion. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the interface input gasket of the versajet console ii is damaged. It is unknown when the event happened, if a back-up was available nor if there was a delay.